Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has reached explant indicator and exhibited out of range shock lead impedance measurements. The plan for this patient is continued monitoring. This device remains in service. No adverse patient effects were reported.